Manufacturer narrative:
Adverse event additional information received.

Event description:
Additional information received. It was reported that imaging of the procedure is not available. The planning and sizing sheet is also not available. The resident appeared to be in a rush and did not confirm that the balloon was fully deflated before removing it from the graft. This did not appear to have anything to do with the coda balloon but was a technical failure by the operator.

Event description:
On august 8, 2018, additional information was received. The endoleak was fixed with another manufacturer's limb graft believed to be a 16mm x 10cm.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Concomitant medical products: g32542 - zfen-p-2-28-124-r. G32577 - zfen-d-12-62-76-c. G55233 - zsle-13-90-zt. G55234 - zsle-13-107-zt. Method codes: 4114, device not returned. Investigation ¿ evaluation. The complaint device was not returned for an evaluation and no photographs were provided. Without the complaint device, a device failure analysis was unable to be performed. A document based investigation was conducted including a review of complaint history, the device history record, instructions for use, and quality control data. The device history record was reviewed and no nonconformances related to the failure mode were noted. A complaint history review revealed this complaint to be the only complaint associated to complaint lot number 8778000. Each device is shipped with either an IFU t_coda2_rev1, t_coda46_rev0, t_coda_rev4, and t_codalp_rev1, which specifies the maximum balloon inflation volume and provides instructions on balloon preparation, inflation, deflation and withdrawal. According to the IFU the user is instructed to completely deflate the balloon using an appropriately sized syringe. Allow adequate time for the balloon to deflate. Deflate the balloon by pulling vacuum on the inflation syringe. This complaint focuses on a male patient who underwent an evar, it was reported that the balloon coda-2-9.0-35-120-32 (lot#:8778000) was used during a graft placement and the user tried to remove the balloon without fully deflating it. The balloon was advanced further to get it detached from the graft and then the balloon was successfully removed. Additional information was provided indicating that imaging is not available. The planning and sizing sheet is not available. The device was disposed of by the customer. The resident appeared to be in a rush and did not confirm the balloon was fully deflated before removing it from the graft. This did not appear to have anything to do with the coda balloon but was a technical failure by the operator. Based on the information provided with the complaint report, it is concluded that the user failed to follow instructions. A quality engineer risk assessment was conducted to assess the risk of this failure mode and concluded a change is not required, thus no risk reduction activities are required at this time. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Common device name and product code: catheter, percutaneous, dqy (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a (B)(6) male patient with a juxtarenal abdominal aneurysm underwent a fenestrated endovascular aneurysm repair (evar) on (B)(6) 2018. According to the report, while using the coda lp balloon catheter during graft placement, the resident tried to remove the balloon without fully deflating it. The balloon became stuck on the inside of the graft. There was mild angulation and calcification of the vessel. The balloon had to be further advanced to get it to detach from the graft. The balloon was successfully removed. Another graft limb was added in order to fix a junction leak that was created when the balloon was pulled while it was still inflated. No unintended portion of the device remained in the patient¿s body. There were no additional procedures required due to this occurrence. There were no adverse effects to the patient as a result of this event.